Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported by the patient that when the patient uses a cellphone wireless headset, the "same type of sensations" are felt at the device site as when the physician is checking the device in the clinic and "puts a load on it." Follow-up with the clinic revealed the patient's last device check was normal and the patient is scheduled for a routine follow-up visit in the upcoming week. The device remains in use. No patient complications have been reported as a result of this event.